Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during the post implant dilation, the valve dislodged out of the annulus. The medtronic field representative recommended snaring the valve into the ascending aorta, prior to implanting a second valve. The implanting physician elected not to snare the valve. A second, non-medtronic transcatheter valve was then implanted. A coronary occlusion of the left main coronary artery was reported. The procedure was converted to an open surgical procedure. The medtronic valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the explanted valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. The post implant bav was performed due to moderate paravalvular leak (pvl). It was reported that once the non-medtronic valve was implanted, the inflow of the medtronic valve was seated in the middle of the coronary sinuses. Both valves contributed to the coronary occlusion. The patient recovered and no additional adverse patient effects were reported. Section h.6 was updated in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. With the limited information available and no images to review, the conclusive cause of the pvl cannot be determined. In this case, a post-implant balloon aortic valvuloplasty (bav) was performed. The user followed the instructions in the instructions for use (IFU) that states: "if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing." In this case, it was reported that during the bav, the valve dislodged out of the annulus. Potential factors that can influence a dislodgment include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. Based on the information available, the probable cause of the dislodgement may be due to the bav. Dislodge events are typically not related to a device malfunction. Post valve dislodgement, it was reported that coronary occlusion occurred after a second non-medtronic transcatheter valve was implanted. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). However, with the limited information provided, a conclusive root cause cannot be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.